Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a premature battery depletion (pbd) alert. The alert was received via home monitoring. Technical services (ts) reviewed the device data and confirmed that the battery depletion error was triggered due to power consumption count increase. The device was malfunctioning and should be explanted and returned for analysis. Ts noted that the replacement interval for this deice ends april 2025 and elective replacement indicator (eri) and end of life (eol) may be triggered within the replacement window. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a premature battery depletion (pbd) alert. The alert was received via home monitoring. Technical services (ts) reviewed the device data and confirmed that the battery depletion error was triggered due to power consumption count increase. The device was malfunctioning and should be explanted and returned for analysis. Ts noted that the replacement interval for this device ends (B)(6) 2025 and elective replacement indicator (eri) and end of life (eol) may be triggered within the replacement window. Additional information noted that the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a premature battery depletion (pbd) alert. The alert was received via home monitoring. Technical services (ts) reviewed the device data and confirmed that the battery depletion error was triggered due to power consumption count increase. The device was malfunctioning and should be explanted and returned for analysis. Ts noted that the replacement interval for this deice ends (B)(6) 2025 and elective replacement indicator (eri) and end of life (eol) may be triggered within the replacement window. Additional information noted that the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.